Manufacturer narrative:
Additional patient information: patient height reported as (B)(6). (B)(6). Device is an instrument and is not implanted or explanted. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Investigation could not be completed and no conclusion could be drawn as no device was returned. Service history record review: no service history review can be performed as part number 311.023 with lot number 5888816 is a lot/batch controlled item. The release to warehouse date of this item is october 6, 2008. The service history review is unconfirmed. Device history record review: manufacturing location: (B)(4) - manufacturing date: september 26, 2009. Review of the device history records (DHR) showed that there were no issues at the time of manufacture that would contribute to the issue. A review of inspection records and certifications confirm that the material, components, and the final product met all acceptance criteria. All forty-seven (47) parts of the lot were checked 100% with a function gage at final inspection. No non-conformance reports were generated during production. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a revision procedure on (B)(6) 2016 due to pain, swelling, and screw breakage. During the removal of the implants, which included one (1) plate, three (3) cortical screws, and three (3) locking screws, the screwdriver mechanism was not working correctly. The button wound up breaking off as the surgeon pushed it back and forth in an effort to get it to function. The procedure was ultimately completed with no reports of delay or retained fragments. This report will address the intra-operative breakage only. The reason for revision will be captured in and reported under (B)(4). This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A service and repair evaluation were performed. The customer reported the button mechanism was not working, then broke off. The repair technician reported the switch was broken, the item would not ratchet, and the gear was worn. Damaged component is the reason for repair. The cause of the issue is unknown. The following parts were replaced: ratchet coupling (2), switch, screw (4), leaf spring, gear mechanism. The item was repaired per the inspection sheet, passed synthes final inspection on 10-jun-2016 and will be returned to the customer upon completion of the service and repair process. Attached service record router completed through operation 30. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.